Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter via a femoral artery access. During preoperative preparation, the filter allegedly became twisted, and damage to the packaging was also reported. The procedure was subsequently completed using an alternate device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria investigation summary: one denali femoral filter kit was received. On visual evaluation, the kit included one sealed introducer sheath and dilator in one tyvek packaging. In a separate open tyvek packaging was the pusher catheter, and one touhy-borst adapter loaded onto a filter storage tube with the filter within. It was noted the hook was close to the distal end of the storage tube. It appeared the pusher rod had a break from the pusher catheter and the bottom of it was bent. There was residue on the distal end of the pusher catheter. No anomalies noted to rest of the pusher catheter shaft. The introducer sheath and dilator were received in their sealed packaging with no signs of sterility breach. On functional testing, with the pusher catheter the filter was attempted to be deployed by pushing it to exit out the distal tip of the storage tube, however, was not successful. Then the pusher catheter was removed proximally from the storage tube. A mandril was used to attempt to deploy the filter but could not be deployed as there was high resistance encountered. Since the filter could not be deployed, no dimensional analysis was performed and no further functional testing performed. One electronic photo was provided and reviewed. The photo shows that the pusher wire and the filter was loaded onto the storage tube. The pusher wire was noted to be bent. Therefore, the investigation is confirmed for material twisted or bent as the pusher wire was noted to bent, and the investigation is inconclusive for the reported packaging problem as packaging was not returned for evaluation and the investigation is confirmed identified for the detachment of device or device component as the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported material twisted/ bent and packaging problem, identified detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.